Event description:
During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery needs to be replaced. The customer has requested no repairs be done on the device. The inlet air path assembly and removable air path foam was replaced per the remediation. The device must be fully evaluated prior to any future patient use. Unit will be returned unrepaired.